Event description:
It was reported that the patient went to the emergency room after hearing an alert due to the right ventricular (rv) lead having loss of capture, oversensing, and noise due to the lead integrity being compromised. It was also reported that the patient had electrolyte imbalances. The patient was sent home from the ER and at that time a lead fracture was inconclusive. Lead replacement is being arranged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274vrc implantable cardioverter defibrillator, implanted (B)(6) 2011. (B)(4).